Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified. The device was found within specification in relation to the reported system error 341 alarms which were unable to be reproduced during evaluation. System error 341 alarms were verified through a review of the event history log however, no failing component could be identified and no cause attributed to the failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 341 (positional interrupt error) alarm during patient infusion (medication, dose, rate and volume unknown). The patient was connected to the device when the error was occurring every five minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.